Manufacturer narrative:
The cause for the advia centaur xp testosterone negative bias with calibrator lot ce43 is unknown. Siemens healthcare diagnostics is investigating. The instrument is performing within specifications.

Event description:
Discordant advia centaur xp testosterone results were obtained on samples from several patients during a lot to lot correlation study for reagent/calibrator (lot 179 with calibrator lot ce42 and ce43). A negative bias was observed for patient results and quality control (qc). Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant advia centaur xp testosterone result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00211 on january 08, 2016. On 02/03/2016 additional information: siemens performed an internal investigation. Siemens confirmed a lot to lot bias with calibrator e for the advia centaur testosterone assay. The internal investigation demonstrates: an average positive bias of 17% across the assay range with calibrator e kit lots ending in 42 as compared to values generated with the master curve. An average negative bias of 7% across the assay range with calibrator e kit lots ending in 43 as compared to values generated with the master curve. The positive bias of calibrator e kit lots ending in 42 to the master curve compared to the negative bias of calibrator e kit lots ending in 43 to the master curve is the main driver for the negative bias between values generated with calibrator e kit lots ending in 42 and calibrator e kit lots ending in 43. Siemens issued urgent field safety notice cc 16-07.a.ous and urgent medical device correction cc 16-07.a.us on february 04, 2016 informing the customer of a lot to lot bias with calibrator e for the advia centaur testosterone assay. Instructions on actions to be taken by the customer are provided in the customer communication. The bias has been resolved with calibrator e kit lots ending in 44. Advia centaur/advia centaur xp/advia centaur xpt testosterone customers should use calibrator e kit lots ending in 44 and above. No further action required.